Event description:
It was reported that there was concern expressed regarding the fact that the device only lasted 32 months. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis results revealed normal battery depletion. (B)(4) we also received performance data collected from the device and have analyzed the data. Analysis revealed the device battery voltage was pre/approaching eri. The last recorded battery measurement was 2.64 v on (B)(6) 2010, approximately 36 months after implant.

Event description:
It was reported that there was concern expressed regarding the fact that the device only lasted 32 months. It was subsequently reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.